Manufacturer narrative:
Investigation/conclusion: the customer did not provide a lot number or return any products for investigation. Unable to perform further investigation without additional info. Since the product associated with the complaint was not returned, manufacturing record review could not be performed and further investigation was not possible.

Event description:
Event occurred in (B)(6). Caller alleged discrepant high inratio2 inr result in comparison to the lab inr result. Results are as follows: date - (B)(6) 2014, inratio2 inr - 5.4, lab inr - 3.1, the therapeutic range: 2.5 -3.5. The time between testing was within thirty (30) minutes. There was no reported adverse patient sequela. There was no additional info provided.